Event description:
The physician intended to implant a resolute integrity stent to treat a lesion in the anterior descending artery. 90% of the vessel was obstructed by calcium. Lesion pre-dilation was performed. 90% stenosis remained following pre-dilation. Resistance was encountered during the attempt to advance the device to the target lesion. Force was used during the attempt to deliver the device due to the calcification and tortuous anatomy of the artery. It was reported that the resolute integrity stent could not cross the lesion due to the calcification of the vessel. The device was removed from the patient and the stent was observed to be damaged. There were no abnormalities noted during preparation of the device or inspection prior to use. The physician did not attempt to deliver another stent due to the complexity of the artery.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent damage, failure to deliver the stent); patient's condition affected effectiveness of device (90% calcium obstruction); failure to follow instructions (force used to advance the device most likely further contributed to the stent damage). Conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent); device failure/lack of effectiveness related to patient condition (90% calcium obstruction); user error contributed to event (force used to advance the device most likely further contributed to the stent damage).